Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed to stay close, tried to recover but maintenance required. Customer was shut down the station by unplugged the power cord from the back of the station and reconnect power plug and turn the power on, tried to recover the drawer but failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket e1 in drawer 6 failed and lid did not open. A field service engineer assisted the customer with removing bad pocket. Customer reloaded medications to new pocket and issue were resolved. The fse verified functionality in diagnostics. The system functioned as intended after the field service engineer assisted the customer to repair the device.